Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, the diaphragmatic and phrenic nerve stimulation was observed. It was also noted that there was a noise. The rv lead was never implanted and was replaced with another lead but the issue persisted. New rv lead remains in use. No further patient complications have been reported as a result of this event.